Event description:
It was reported the pt is experiencing a burning sensation, pain and swelling at her ipg site when the stimulation is turned on. The pt is pending eval by a neurologist.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.